Event description:
Status of the insulin pump replacement was mentioned. However, failure analysis came back showing the insulin pump was received with a crack display. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.